Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed battery test. Customer¿s blood glucose was 138 mg/dl. Customer reported that she received another alarm on her pump stating battery failed after letting the pump rest. Pump did not alarm with replace battery now. The customer was assisted with troubleshooting and the they received failed batt test. Customer has not tried a replacement battery cap. The insulin pump will not be returned for analysis.